Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/09/2015 with the following findings: the black box began on (B)(6) 2014. Due to continuous use of the pump, the black box data and histories for the event on (B)(6) 2013 have been overwritten. A review of the available black box and alarm history showed no errors, alarms, or warnings related to the complaint. The daily insulin delivery totals were found to correctly reflect the user's programmed basal rates. A delivery accuracy test was performed and the pump was found to be delivering within the required specifications. Unrelated to the original complaint, the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the lay-user/patient contacted animas to report her blood glucose reading was elevated to the 400 mg/dl range. On (B)(6) 2013, while she had the reported elevated blood glucose reading, the insulin and subject pump was in her pulse and exposed to 115 degree temperature. The patient and doctor agreed that the heat may have decreased the effectiveness of the insulin. In addition, the patient was ill. She had a heat stroke with symptoms of vomiting and diarrhea. The doctor increased the patient¿s insulin regimen during the illness. On the day of the call to animas, the patient¿s blood glucose read 387 mg/dl. She did not have any symptoms. There was product malfunction associated with the reported incident. The advance features and the basal segment are correctly programmed according to the patient¿s usage. The date and time was confirmed to be accurate. The subject pump delivered insulin accordingly without any issue. This complaint is being reported because the patient had elevated blood glucose and symptoms that can be suggestive of hyperglycemia while on insulin pump therapy. Although there were other contributing factors to the patient alleged hyperglycemia such a heat stroke and an inappropriate storage of insulin, the animas pump could not be ruled out as a contributor of the reported event.